Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Please note that the manufacturer could not determine which of the following lot numbers corresponded to the first and second ace68 kit that were used or which lot number corresponded to the ace68 kit that was returned and which corresponded to the ace68 kit that was disposed of by the hospital. Lot #: f72938, catalog #: 5maxace068kit, UDI #: (B)(4), manufacture date: 12/01/2016 , expiration date: 12/01/2019. Lot #: f79884, catalog #: 5maxace068kit, UDI #: (B)(4), manufacture date: 10/10/2017, expiration date: 10/09/2020 this report is associated with MFR report numbers: 3005168196-2018-00343, 3005168196-2018-00345, 3005168196-2018-00346.

Event description:
The patient was undergoing a thrombectomy procedure in the left m3 segment of the inferior branch of middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a penumbra system ace 68 hi-flow kit (kit) and a penumbra system 3d revascularization device (psr3d). During the procedure, the physician had difficulty advancing the neuron max distally in the internal carotid artery (ica) due to the patient's tortuous anatomy. After the neuron max was placed, the penumbra system ace 68 reperfusion catheter (ace68) was advanced over the penumbra system 3max reperfusion catheter (3maxc) and guidewire, into the m2 inferior segment of the mca. The guidewire was then removed and the psr3d was advanced through the 3max. Next, the psr3d was deployed in the m3 segment of the mca and upon deployment, blood flow was observed distal to the psr3d. Additionally, there was large plaque observed in the vessel where the psr3d was deployed. The plaque was located on the outer margin of the psr3d between the mid to distal section of the device. The psr3d was left deployed for five minutes, then withdrawn by the physician. During withdrawal, the physician experienced substantial resistance and continued applying constant pulling force on the psr3d wire. Subsequently, the psr3d released from the deployment location and was pulled back to the m2 segment and partially into the ace68. The ace68 and psr3d were then removed together. Upon removal, the physician observed a few small bits of clot on the psr3d and said that the psr3d appeared to be in good working order. An angiographic run was performed and showed that the vessel was still occluded. At this time, the physician observed some irregularities at the distal tip of the ace68 and opted to open a new kit. The 3max and guidewire were then loaded into the new ace68 and the physician attempted to insert the system into the existing neuron max; however, the physician noticed a kink at the hub of the neuron max and therefore, the neuron max was removed and replaced with a new access catheter. Next, the ace68 system (ace68, 3max and guidewire) was inserted into the access catheter and advanced up to the m2 segment of the mca. The ace 68 was then advanced more distal into the m2 than during the first pass. The guidewire was removed and the psr3d was advanced through the 3max to a location more distal than the first psr3d deployment. The 3max was removed, and the plaque was observed at the outer margin of the proximal segment of the psr3d, between proximal markers 1 and 2 of the 4 markers. Blood flow was again observed distal to the psr3d. The physician waited five minutes before withdrawing the psr3d. Upon withdrawal of the psr3d, the physician felt significant resistance and applied additional and increasing pulling force to the psr3d wire until the psr3d moved in the direction of the ace68 tip. The psr3d was pulled into the ace68 and both the ace68 and psr3d were removed together. Following the removal of the ace68, some irregularities were observed at the tip of the ace68, similar to the irregularities observed on the ace68 from the first pass. The physician also remarked that the psr3d device appeared normal and functional. After removing the ace68 and psr3d, the physician performed an angiographic run, which revealed extravasation and vessel deformity at the location of the plaque lesion. It appeared that the psr3d coupled with the plaque and that the vessel dissected or severed at the plaque location. Following the aforementioned observation, the physician ended the procedure and the patient was put on a ventilator overnight. It was reported that the patient developed a subarachnoid hemorrhage resulting from the dissected/torn vessel. The following day, the patient was extubated, and shortly after, expired. The official cause of death is unknown.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 27.0 cm from the hub and had multiple consecutive kinks approximately 124.0 and 130.0 cm from the hub. During functional analysis, the returned ace68 could not be advanced through the returned neuron max 6f 088 long sheath (neuron max) due to the kink at the hub. The returned ace68 could not be advanced through a demonstration neuron max due to the kinks in the ace68 distal shaft. Conclusions: evaluation of the returned neuron max revealed that it was kinked at the hub and ovalized in multiple locations throughout its length. Tortuous anatomy may cause resistance when advancing the neuron max, and forceful manipulation against this resistance may result in ovalization of the neuron max. The kink at the hub likely occurred due to forceful handling of the proximal end of the neuron max during manipulation. Further evaluation revealed that the ace68 was kinked in the proximal shaft, and had multiple consecutive kinks in the distal shaft. This damage likely occurred due to forceful advancement of the ace68 through the ovalized neuron max shaft. The kinks in the distal shaft likely contributed to the resistance experienced when attempting to retract the psr3d into the ace68. Since the psr3d was not returned, its relationship to the reported vessel damage could not be evaluated. The non-penumbra access catheter, psr3d, and other ace68 mentioned in the complaint were not returned for evaluation. Penumbra psr3ds and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.